Event description:
It was reported that lines on the video and no image. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed. Error b30 was due to fluid invasion at the body control unit (bcu) and scope connector. Based on the results of the investigation, it is likely due to component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.